Event description:
Reporter indicated that pt no longer feels magnet mode stimulation and no longer experiences voice change when attempting to initiate magnet mode stimulation. It was also reported that the pt feels only a small amount of stimulation during normal mode cycling. The pt reports that in the past, when they swiped the device with the magnet during a seizure, the seizure would immediately stop and now it doesn't stop it at all. The pt also reported that they had fallen recently. Investigation to date has been unable to rule out device malfunction.